Event description:
The customer reported that at the beginning of a liver resection, the device was not sealing completely. The generator provided an end tone, but the surgeon noted bleeding was still occurring after the tissue had been cut and sealed. The surgeon manually sutured the liver section to eventually stop the bleeding. The surgical time was extended for more than 30 minutes. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.